Manufacturer narrative:
Device alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to motor error alarms. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received motor errors. The customer¿s blood glucose level was unknown. The customer also reported that they were able to successfully clear the alarm. The customer was able to complete insulin pump rewind. The customer also reported that the motor error alarm did not recur. The customer was advised to discontinue the use of insulin pump and revert to backup plan. The device will be returned for analysis.